Manufacturer narrative:
D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system, the device labeled the identification marking incorrectly. No patient impact. The following information was provided by the initial reporter: " the device does not perform bacilli identification markings correctly. Instead of labeling e. Coli, the camera labels it as helicobacter. Each identification must be performed again on the maldi instrument."

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system, the device labeled the identification marking incorrectly. No patient impact. The following information was provided by the initial reporter: " the device does not perform bacilli identification markings correctly. Instead of labeling e. Coli, the camera labels it as helicobacter. Each identification must be performed again on the maldi instrument."

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported that the instrument is not identifying gram negative isolates correctly. E. Coli isolates were identified as helicobacter and enterobacter cloacae. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse performed functional testing per the service manual. The optics, cv and filter panels were tested and functioned as expected. The light source board was adjusted, and the filter panel test was run again with passing results. The instrument passed all testing was found to be functioned as expected. The instrument was returned to the customer in working order. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case# (B)(4) related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached.